Manufacturer narrative:
Model number: 72400098, lot number: 1000167380, model description: control pump fgs. Model number: 72400024, lot number: 1000195926, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as it was not functioning as expected upon activation. A CT was also performed showing air had infiltrated the system. All implanted components were removed and a new aus device was implanted. There were no patient complications. A supplemental report will be submitted should additional information be received, or upon receipt and analysis of the device.

Manufacturer narrative:
Model number: 72400098, lot number: 1000167380, model description: control pump fgs. Model number: 72400024, lot number: 1000195926, model description: balloon fgs 61-70 cm. Product investigation: cuff: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The allegation was not confirmed as the pump performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Balloon: the complaint component was returned and analyzed, and the reported allegation of air in the system was not confirmed via product analysis. The allegation was not confirmed as the balloon performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as it was not functioning as expected upon activation. A CT was also performed showing air had infiltrated the system. All implanted components were removed and a new aus device was implanted. There were no patient complications. The explanted components were returned and analysis completed.